Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and capture threshold of 2.5v. It was noted that this lead had been implanted in the left bundle branch (lbb), which was considered to be off-label use. Upon explant of this lead, it was found that it had prolapsed on itself. Another lead was successfully placed in the right ventricle. Physician elected to replace the implanted pacemaker as well prophylactically. No additional adverse patient effects were reported. This product has been received by boston scientific so further investigation will be performed.